Event description:
In (B)(6) 2007, I had transvaginal mesh placed to fix pelvic organ prolapse. I had a partial hysterectomy and surgical prolapse repair in 2006 that failed within the first yr and was referred to (B)(6) for a sacral colpopexy with mesh. In (B)(6) 2007, I had the surgery. When I woke up from the surgery, I was in excruciating pain, but that was believed to be just from the surgery itself. I was in severe pain for nearly one yr after that, and had multiple minor surgeries to attempt to remove parts of the transvaginal mesh that had eroded through the vagina. In (B)(6) 2008, I had the colpopexy reversed and much of the mesh removed as possible. While I am not in pain everyday anymore, I have ongoing pain, including with intercourse, that affects my day to day living. Dates of use: (B)(6) 2007 - (B)(6) 2009. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no.